Event description:
When putting a three port infusion tubing into the pump, the tubing snapped open by the blue connector that goes into the top of the pump channel. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Waiting for a response from the vendor.